Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received. See scanned page.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer could not recall if blood glucose levels were impacted. As the customer received the occlusion alarms prior to contacting tandem technical support, troubleshooting to determine a possible cause of these past occlusions was unable to be performed. Reportedly, the customer was using a apidra insulin.